Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The xray generator circuit board was replaced with the generator interface circuit board. The high voltage connections were reconditioned. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 cardiac shut down during a fluoro procedure and displayed an error a/d channel 0. There was no adverse pt involvement reported. There was no pt information reported.